Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and missing end cap sticker. No dried substance on reservoir compartment noted.

Event description:
The customer's father reported via phone call that the insulin pump sustained physical damage to the reservoir compartment. The caller stated that he did not have the insulin pump present, as the customer was not available at the time of the call. The caller did not know the blood glucose reading. The caller stated the reservoir could not be screwed into place properly due to the damage, which caused the reservoir to leak. He did not know how the damage had occurred, stating that the device was worn out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.